Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. (B)(4).

Event description:
It was reported that during a revision on (B)(6) 2014 for chronic skin infection/failure to close, the lead was damaged. An impedance test was done before the case and one contact was >10,000 ohms. The physician believed the lead to be partially damaged before the case ever started. As the physician cut down to the lead, the damaged area was affected worse. An impedance test intra-operatively showed all electrodes >10,000 ohms. The entire system (battery and lead) were removed. See MFR 3004209178-2014-13869 for revision for chronic skin infection/failure to close additional information was requested, if received a follow up report will be sent.